Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the american journal of sports medicine titled ¿labral tear management in patients aged 40 years and older undergoing primary hip arthroscopy: a propensity-matched case-control study with minimum 2-year follow-up.¿ the study reviewed one-hundred and one (101) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Eight (8) patients were documented to have undergone secondary surgeries resulting in additional surgery during the follow-up period. Ref: maldonado, d. R., et al. (2021). "Labral tear management in patients aged 40 years and older undergoing primary hip arthroscopy: a propensity-matched case-control study with minimum 2-year follow-up." Am j sports med 49(14): 3925-3936.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.